Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- device code 1494: off-label use; age < 21 years old should be added to the intial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced within the same surgery due to a lens tear/break during injection/delivery into the eye and the problem resolved. There was no patient injury. Cause of event was reported as unknown.